Event description:
It was reported that during the implant attempt there was a decrease in sensing, and the helix mechanism did not extend or retract properly. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. Primary analysis revealed no anomalies found. However, there was blood in/on the helix/lobe mechanism.